Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's current blood glucose level is 331mg/dl. The customer states they have been treating high levels with the insulin pump. Troubleshoot was conducted. The customer is being sent out tubing clamps to perform high pressure test. The customer was advised to monitor device, and call back when materials are received.